Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 437 mg/dl at the time of incident. The customer stated that she messed up her entire infusion set and reservoir but the high blood glucose went down after connecting to the insulin pump. The reservoir will not be returned for analysis.